Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that patient's ipg migrated within the pocket. As a result, surgical intervention, was undertaken on (B)(6) 2020 where in the pocket site was revised, resolving the issue.